Event description:
It was reported that during an unknown procedure staples were malformed after the firing. The surgeon used hand sewing to fix the staple line. No adverse event on the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.